Event description:
The physician tracked down the at with the viance. The device perforated out of the occluded at. We were unable to redirect back into the true at. A balloon was used to resolve the extravasation. The physician brought the patient back and went retrograde and was successful.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.